Event description:
The customer reported to olympus that the tip fell off 3 of the laser fibers as soon as they were taken out of the package. The reported problem was found during preparation for a therapeutic bladder stone procedure. There was no harm or user injury reported due to the event. Related complaints (B)(4).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause is mis-handling of the fibers during transit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.